Event description:
Information was received indicating that during testing, the lever of the smiths medical level 1 trauma fast flow accessory was stiff to move and when you get it to move to the plus side, it does not inflate the bladder. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to manufacturing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.